Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead marked oversensing of the t wave at a pacemaker mediated tachycardia episode. A mild based noise was observed afterwards but was not sensed. At the clinic, the health care professional interrogated the ICD and observed what appeared to be t wave oversensing again, nonetheless, a screenshot of this phenomenon was analyzed, and it appeared to be just noise over sensing. Adjusting sensing was recommended as well as isometrics to test for lead noise. Pacing inhibition without more than two seconds asystole was observed. No additional adverse patient effects were reported. The sensitivity was afterwards raised but a defibrillation threshold test was not completed as the increase was slight. The ICD and rv lead remain in service. Additional information was received that the rv lead was explanted. No additional adverse patient effects were reported. This rv lead is no longer in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead marked oversensing of the t wave at a pacemaker mediated tachycardia episode. A mild based noise was observed afterwards but was not sensed. At the clinic, the health care professional interrogated the ICD and observed what appeared to be t wave oversensing again, nonetheless, a screenshot of this phenomenon was analyzed, and it appeared to be just noise over sensing. Adjusting sensing was recommended as well as isometrics to test for lead noise. Pacing inhibition without more than two seconds asystole was observed. No additional adverse patient effects were reported. The sensitivity was afterwards raised but a defibrillation threshold test was not completed as the increase was slight. The ICD and rv lead remain in service.